Manufacturer narrative:
E1: address line 1: "(B)(6)." H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the device shows error code 1660 after power up, which means that the main board needs to be replaced. The front and rear housing will be replaced, along with the main board.

Event description:
It was reported that the pump shows last error code 1260 and the housing was broken. The issue was observed during a functional test. There was no patient involvement.